Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Severe scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Device passed displacement test, rewind and self test. No unexpected rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button was harder to push. Customer stated that the screen was scratched and harder to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.